Event description:
The target lesion was proximal left circumflex to the obtuse marginal artery. The vessel was a de-novo, eccentric and bifurcated lesion. Aha/acc classification of the vessel was type b2. The lesion length was 15.2mm and vessel diameter was 2.25mm. The procedure was an emergent case due to ami. Pre-dilatation was not conducted. Cypher (2.5/18mm) was implanted at 16 atm for 5 secs. Post-dilatation was conducted with a balloon (2.75/14mm) at 18 atm for 3 secs. There remained untreated lesion distal to the cypher. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 2 and 3 after the procedure. Act was measured. Three days later, the pt complained of respiratory discomfort in the hospital. Pulmonary edema and st elevation were observed. Cag was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and poba was conducted. Another cypher was implanted distal to the cypher overlapping it. Iabp was inserted. Two days later, the pt's blood pressure decreased suddenly. Gastric bleeding was confirmed and was treated by clipping.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.